Manufacturer narrative:
The bench service engineer (bse) stated that the unit had an alarm that indicated low leak co2 rebreathing risk failure. The bse recommended replacement of the gas delivery system. The bse tested the device but was unable to duplicate the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was discovered at bench repair that a low leak co2 rebreathing risk failure occurred. The bench service engineer (bse) stated that the unit had an alarm that indicated there was a leak. The bse test the equipment and confirmed there was a leak and the alarm was for a low leak co2 rebreathing risk failure. The bse determined a replacement of the gas delivery system (gds) was required. The investigation is ongoing.